Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece measuring 64.5 cm. Visual examination found an external abrasion breaching the optim sheath with intact silicone insulation, at 11.9 to 12.4 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.